Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012904227); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-2329 (lot: 0012964911); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the transcatheter aortic valve implantation procedure, the valve load was inspected under fluoroscopy and confirmed a good load. Upon the initial attempted deployment, the valve frame was under-expanded and an infold was observed. The device was not implanted in the patient. A procedural delay occurred as a result of the infold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.